Event description:
The customer reported the air cells in the p500 therapy surface were not functioning properly and the patient¿s wounds were not healing. No further information was provided at the time of the initial report. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The customer reported the air cells in the p500 therapy surface were not functioning properly and the patient¿s wounds were not healing. No further information was provided at the time of the initial report. The following additional information was provided by the patient¿s caregiver. The female patient in this event is approximately 65 years old with a history of quadriplegia post-motor vehicle accident. The patient received the p500 therapy surface in (B)(6) 2021. In (B)(6) 2022, the patient developed one pressure ulcer (stage unknown) on her lower back/tailbone, which worsened to the point that bone was visible. The patient was hospitalized a month and a half ago for approximately one week for surgical debridement of the pressure ulcer. The patient was discharged home and the pressure ulcer was being managed by a home health nurse; however, the wound care team did not feel the pressure ulcer was being packed properly. The patient currently goes to a wound care clinic three times per week for treatment. Per the caregiver, the patient is turned every morning while in bed and is out of bed 3-4 times per week. There were no alarms on the bed noted at any point and the caregiver stated she is aware that hillrom inspected the mattress, and no problems were found. The p500 therapy surface is for household and healthcare facility use. Intended users of this product are healthcare employees, nonclinical caregivers, and occupants who have the physical strength and cognitive skills to operate and control the product. The control unit is installed on the footboard of the bed. The unit automatically supplies pressure redistribution and advanced microclimate¿ technology (amt) (next-generation low air loss) to the surface. The development of pressure injuries is multifactorial and cannot be only attributed to the performance of the surface. Risk factors include protein-calorie malnutrition, microclimate (skin wetness caused by sweating or incontinence), diseases that reduce blood flow to the skin, such as arteriosclerosis, or diseases that reduce the sensation in the skin, such as paralysis or neuropathy. Position changes are key to pressure sore prevention and treatment. These changes need to be frequent, repositioning needs to avoid stress on the skin, and body positions need to minimize the risk of pressure on vulnerable areas. A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this bed.¿ it is unknown if the facility performs preventative maintenance on their beds. The hillrom service technician inspected the mattress and blower. No alarms were noted, and the mattress was holding air properly. The device functioned as designed. In this event, although the stage of the pressure ulcer injury was unknown; exposure of bone would be categorized as a stage 4 pressure ulcer. The patient required medical and surgical intervention (hospitalization, surgical debridement, wound packing) to preclude permanent impairment of a body function or permanent damage to a body structure, therefore meets the definition of a serious injury. The device was inspected and functioned as intended; there was no malfunction of the device. Based on this information, no further action is required.